Event description:
During robotic procedure, surgeon was using the precise bipolar. While in use he noticed that instrument was sparking at the tips. There was no harm to the patient. Instrument was immediately withdrawn and sequestered.